Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in. In (B)(6) 2010, the patient started peritoneal dialysis (pd) treatment. On an unknown date, a break in aseptic technique occurred, described as the "patient made a mistake." On (B)(6) 2010 the patient was diagnosed with peritonitis. The patient was hospitalized for the peritonitis on (B)(6) 2010. On the same day, a peritoneal analysis and culture were performed. The results of the culture were no growth. On (B)(6) 2010 the patient began remedial therapy with targocid (200mg, daily, intravenous ,(IV) and piptaz (4.5gm, bid, IV). Pd therapy was ongoing as well as remedial therapy with targocid and piptaz continued. The patient was discharged on (B)(6) 2010. The remedial medication of targocid and piptaz were discontinued on (B)(6) 2010. It was not reported whether the patient was retrained in aseptic technique or if it resolved. It was unknown if the peritonitis was resolving. No concomitant medications were reported. The reporter believed that the peritonitis was not related to the pd therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.